Event description:
It was reported that the vns pt had recently been experiencing an increase in seizures with a frequency greater than pre-vns levels. A battery life calculation was performed that estimated -0.13 years until generator end of service, however, the elective replacement indicator has not been tripped. The physician is not sure what he attributes the increase in seizures to, however, he is electing to replace the pt's vns generator in hopes that it will improve the pt's seizures. No external factors are believed to have contributed to the pt's increase in seizures. It was noted that the pt's keppra dosage had been increased recently. Surgery to replace the pt's vns generator has occurred and the explanted generator is currently undergoing analysis.